Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a basic evaluation trial device. It was reported the trial patient is having discomfort in the back area; states that it's painful sometimes and they aren¿t sure if it's where the wires are at and hitting a nerve or not. The patient was advised to lower the stimulation to see if that would help. On (B)(6) that patient states that when she catheterizes she has blood and crust in her urine. The patient feels that there has been no change and it's not working so was changed from the left to right lead as there was no change in symptoms. The patient was advised to connect with the doctor. No further complications were reported or are anticipated.